Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal stent struts were noted to be lifted. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 16mm in length target lesion was located in the moderately tortuous and calcified, 2.5mm in diameter left circumflex artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, the stent struts were lifted up due to calcification and tortuosity. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 16mm in length target lesion was located in the moderately tortuous and calcified, 2.5mm in diameter left circumflex artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, the stent struts were lifted up due to calcification and tortuosity. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.